Event description:
It was reported the patient presented for an end of life (eol) pump replacement also to as referred as normal battery depletion. There were no alleged pump issues. Upon opening the pump pocket site, it was revealed the pump was not connected to the catheter and the surgeon discovered the catheter connector ¿cleanly sheared away.¿ it was unknown how long the patient may have been receiving therapy subcutaneously. It was noted the surgeon could not find the proximal section of the catheter, so collaborated with a general surgeon to enter posteriorly to find the distal segment. A dye study was performed, which revealed the distal segment was fractured around the entry point of t12/l1. It was also noted the catheter was occluded. X-rays were also performed however the results were not specified. The decision was made to tie off the old catheter, and implant a new catheter. There were no patient symptoms reported and it was noted the patient had been very happy with her therapy. The patient had been taking other opiates orally and it was noted they were definitely not opiate naïve. The patient¿s status at the time of the event was listed as ¿alive-no injury¿ and as far as the device manufacturer representative knew the patient was ¿doing just fine¿. The infusion system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter pump connector found no significant anomaly. Catheter pump connector was damaged at explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.